Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was serviced by a authorized vyaire medical service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The unit had a defective needle valve. The service technician replaced the needle valve to address the reported issue.

Event description:
It was reported that the customer was not able to set the limit. The customer tried using the lower bias flow to set a higher set map, but it made no difference. The limit knob just adjusted, but no movement with the map was seen. There was no patient involvement associated with this reported event.